Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing that the device was in backup vvi. Device was interrogated normally in clinic and no backup condition was seen. It is suspected that the backup vvi message was false. No further issues have been noted. Patient was stable before, during and after the event.